Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that after centrifuge there was poor barrier separation, cell hang up and hemolysis occured with a bd tube sst plh 13x100 5.0 plbl. The following information was provided by the initial reporter, translated from (B)(6) to english: customer reports that they are having problems with the samples collected. The tubes are not retracting the clotted blood. Even after 1, 2 and above 3 hours of collection, the blood does not separate after centrifugation. It appears that the clot activator is not having its effect. We are having hemolyzed samples, rework and time with multiple centrifugations to obtain the serum, loss of material. Additionally, on 2020-09-02 the bd sales consultant provided the following additional information: approximately 80% of the tubes with change / delay in the coagulation process, and approximately 60 tubes without clot retraction, in a 25-day use time. Tubes are inverted 6 to 10 times. Tubes are positioned vertically. Clot formation time after collection: between 30 and 50 minutes. Centrifugation: 3000 to 3300 for 10 minutes. Samples are cooled, only after centrifugation. Patients were not on anticoagulant therapy.

Event description:
It was reported that after centrifuge there was poor barrier separation, cell hang up and hemolysis occured with a bd tube sst plh 13x100 5.0 plbl. The following information was provided by the initial reporter, translated from portuguese to english: customer reports that they are having problems with the samples collected. The tubes are not retracting the clotted blood. Even after 1, 2 and above 3 hours of collection, the blood does not separate after centrifugation. It appears that the clot activator is not having its effect. We are having hemolyzed samples, rework and time with multiple centrifugations to obtain the serum, loss of material. Additionally, on 2020-09-02 the bd sales consultant provided the following additional information: approximately 80% of the tubes with change / delay in the coagulation process, and approximately 60 tubes without clot retraction, in a 25-day use time. Tubes are inverted 6 to 10 times. Tubes are positioned vertically. Clot formation time after collection: between 30 and 50 minutes. Centrifugation: 3000 to 3300 for 10 minutes. Samples are cooled, only after centrifugation. Patients were not on anticoagulant therapy.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 4 photos were provided for investigation. The photos were reviewed and the indicated failure mode for fibrin, poor barrier separation, red cell hang-up, and hemolysis with the incident lot was observed. Additionally, retention samples of the incident lot were evaluated under a clinical study. All analytes demonstrated clinically acceptable performance for all visual observations evaluated. In addition, results for cell sensitive analytes demonstrated clinical equivalence and hemolysis index showed no statistically significant difference between the evaluation and control tubes. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of fibrin and red cell hang-up through corrective and preventive actions, CAPA#1654520. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10